Event description:
On (B)(6) 2017, a zimmer biomet 6 hole left plate, model number 814131106 was implanted to treat a left distal femur fracture just above a previously implanted total knee arthroplasty. On (B)(6) 2017 (99 days after implant) pt presented to ER at (B)(6) medical center, (B)(6) with complaints of pain and was admitted. Images taken on (B)(6) 2017 and the op note of (B)(6) 2017 revealed "failed hardware, left distal femur periprosthetic fracture, broken plate through two distal screw holes." On (B)(6) 2017 the failed plate was replaced with another zimmer biomet 6 hole left plate, model number 814131106. The pt was discharged to a skilled nursing facility on (B)(6) 2017 where she died on (B)(6) 2018. The surgeon for both implants was dr (B)(6) of (B)(6) medical center. The children of the decedent requested the failed plate from both the surgeon and the hosp but were informed that the plate had been discarded. Failed femur plate. FDA safety report ID# (B)(4).